Manufacturer narrative:
The pump unable to prime during prime test due to faulty force system resistor. No motor error alarm noted. Unable to verify excessive no delivery test due to prime anomaly. Motor passed motor test. Pump passed idle current test, run current test, self test, off no power test, restart, basic occlusion, displacement and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump could rewind but that there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.